Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had issues with the left eye on the console. The surgeon chose to use the other surgeon side console (ssc). The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator (roco) and confirmed that the surgeon switched to the other console prior to notifying isi. Troubleshooting was not completed with an isi technical support engineer (tse) at the time of the issue. No further information was available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) correct the reported problem. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the reported issue. Fa noted electrical and fiber optic defects with a root cause attributed to component failure.